Event description:
While the surgeon was using the xi intuitive scissors, he noticed that it was no longer opening or closing. Removed and upon inspection it was discovered that there was a broken cable. Instrument was removed and replaced with new scissors.